Event description:
The cage broke upon insertion. Two pieces were retrieved but a portion of the cage remains in place in the pt. Surgery was prolonged by 30 minutes. Because attempts to remove the broken cage resulted in oblique orientation, a second cage could not be implanted.